Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 12 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 2nd and 3rd distal stent strut rows were noted to be pushed towards each other. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5x12mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.50 x 12mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.